Event description:
On (B)(6) 2012, customer reported that the dxc 600i instrument generated false low sodium (na), chloride (cl) and/or calcium (calc) results for 7 patient samples. Results were reported out of the lab. When the ER questioned the results, the samples were run on the other instrument in the lab, and reports were amended. Treatment was not initiated or withheld based upon the erroneous results reported. The original dxc instrument was recalibrated and the samples repeated on this instrument as well. Customer provided original result printouts from 7 patients. Of the repeated results, only 2 printouts were provided. The rest of the repeated results were given to qa verbally, and it is unknown which instrument generated those results. With the verbal results, no calc repeated results were included. Quality control (qc) prior to the event was within lab-established ranges, but qc after the ER questioned the results was out low. Field service engineer (fse) inspected the instrument and cleaned the ion selective electrode module and flowcell. Fse verified performance and this resolved the issue.